Manufacturer narrative:
Mfg site name - (B)(4). Investigation results: a visual examination of the returned complaint device noted that the clip assembly was deployed and was jammed onto the bushing. The clip prongs were locked in the capsule and had an overbite. The coil and control wire were cut off near the handle. A kink was noticed in the control wire near the handle and the center of the device. The crimp sleeve was detached from the control knob and the control knob was detached from the handle. Based on the evaluation of the returned device, these failures are likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during a colonoscopy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the clip was attempted to be deployed; however the clip failed to release from the catheter and the handle broke. Reportedly, the catheter was cut, the scope was removed and a rat tooth forceps was used to open the clip jaw. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during a colonoscopy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the clip was attempted to be deployed; however the clip failed to release from the catheter and the handle broke. Reportedly, the catheter was cut, the scope was removed and a rat tooth forceps was used to open the clip jaw. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.